Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was over 500 mg/dl. Customer current blood glucose level was over 445 mg/dl. The customer was using auto mode feature. The customer stated that there was insulin in pump and reservoir was leaked. Customer stated that leak occurred at reservoir barrel. Customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.